Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump after providing necessary instructions, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.